Manufacturer narrative:
H.6. Investigation: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel bubble was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel bubble. Bd determined that the root cause of the indicated failure mode was attributed to inadequate purging during gel drum change.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced air bubbles in gel. The following information was provided by the initial reporter. The customer stated: air bubble in gel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced air bubbles in gel. The following information was provided by the initial reporter. The customer stated: air bubble in gel.